Manufacturer narrative:
One device was returned for analysis of "cassette not attached" error. Investigation found the upstream occlusion (uso) seal was buckling. This indicates seal integrity is compromised and is a reportable malfunction. Also found downstream occlusion (dso) was out of calibration and the dso seal was not seated properly. No previous service records were found. Review of event log found "cassette not attached properly." Visual and functional testing was performed. The upstream occlusion (uso) seal was buckling, and the dso was out of calibration and the dso seal was not seated properly. The uso seal, and dso seal were replaced. Performed dso/uso calibration. Device passed testing post repair.

Event description:
One device was returned for analysis of cassette not attached error. Investigation found the upstream occlusion (uso) seal was buckling. This indicates seal integrity is compromised and is a reportable malfunction. Also found downstream occlusion (dso) was out of calibration and the dso seal was not seated properly. There was no patient involvement reported.